Event description:
It was reported the stimulator and lead were replaced because the patient did not feel sensations in the same place. No additional information was reported on outcome. Additional follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional information: concomitant products: product ID 3550-26, lot # 0207039475, explanted: (B)(6) 2014, product type accessory; product ID 3550-26, lot # 0207039475, explanted: (B)(6) 2014, product type accessory.

Event description:
Additional information reported the stimulator was not replaced just the lead was replaced due to stimulation not in the same place.

Event description:
Additional information reported the patient exited the study due to not meeting the inclusion/exclusion criteria. The event was unresolved at the time of study exit.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).